Event description:
Caller reported temperature alarms 10 and 11. Customer's blood glucose level was reported as -400 mg/dl. Customer took corrective actions by using a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. It was determined that the customer may continue to use the pump for continuous glucose monitoring readings but not for insulin delivery due to other issues. The customer will use mdi for insulin delivery and has a new pump at home.